Event description:
The company was informed that the patient had a surgery one day following initial implant to remove the excess blood that had collected in the patient's ear. The patient lost a significant amount of blood and was hospitalized additional time for recovery. The patient's device remains implanted. When more information becomes available, a supplemental report will be submitted.